Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076-52 lead implanted (B)(6) 2013, d224trk ICD implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was later reported that the lead was explanted and replaced.

Event description:
It was reported that the right ventricular lead was possibly fractured. High superior vena cava (svc) coil impedance was noted and a lead warning was triggered. The lead will be replaced and currently remains in use. No patient complications have been reported as a result of this event.